Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device was received for evaluation. Functional flow rate test was performed, and the results were outside the specified range. The event history log (ehl) review was unable to identify the event date and showed no abnormal alarms or programming errors. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the temperature sensor failure. The temperature sensor requires calibration to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.